Event description:
It was reported that the patient experienced non-device related falls on multiple occasions which dislodged the spacer ventrally. The patient underwent a revision procedure where the spacer was attempted to be tapped back into position. The spacer lost traction and slipped out of place, therefore, the spacer was removed and a new spacer was successfully implanted. Additional information was received that the patient experienced a return of their pre-existing pain condition due to the event. Post-operatively the patient was without pain and doing well. The implant date is unable to be obtained despite good faith efforts.

Manufacturer narrative:
The returned spacer was analyzed and visual inspection revealed that the right superior cam lobe was severely bent and the implant body was severely deformed. The spacer implant did not function acceptably in the laboratory because the inserter was not be able to engage in the spacer. This damage is believed to have occurred due to excessive force used during the explant surgery and is not related to device performance or due to device migration. The labeling review was conducted. This review determined that spacer migration is a known inherent risk with use of this device, as documented in the instructions for use IFU. Objective evidence confirmed the device migrated due to non-device related patient falls. Therefore, device migration was the most likely cause of the reported event.

Event description:
It was reported that the patient experienced non-device related falls on multiple occasions which dislodged the spacer ventrally. The patient underwent a revision procedure where the spacer was attempted to be tapped back into position. The spacer lost traction and slipped out of place, therefore, the spacer was removed and a new spacer was successfully implanted.